Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The deployment hub was also broken and was detached from the outer sheath. No other problems were noted with the stent and delivery system. The reported event of stent partially deployed can be confirmed. The additional observed damages of deployment hub broken and detached from the outer sheath were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damages. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to treat an anastomotic stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed to treat an anastomotic stricture. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small bowel to treat an anastomotic stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The physician did not use cautery to cross the lesion. During the procedure, the first flange was deployed; however, during the attempted deployment of the second flange, severe resistance was felt and the catheter control hub broke. The stent was removed from the patient partially deployed and the procedure was completed using another axios stent. There was no patient complications reported due to this event. Note: it was reported that the axios stent was to be implanted to treat an anastomotic stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed to treat an anastomotic stricture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small bowel to treat an anastomotic stricture during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. The physician did not use cautery to cross the lesion. During the procedure, the first flange was deployed; however, during the attempted deployment of the second flange, severe resistance was felt and the catheter control hub broke. The stent was removed from the patient partially deployed and the procedure was completed using another axios stent. There was no patient complications reported due to this event. Note: it was reported that the axios stent was to be implanted to treat an anastomotic stricture. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be placed to treat an anastomotic stricture.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.